Event description:
1. Pulse generator was implanted in 2004. The pt was brought to the hospital to be evaluated for positive diaphragmatic stimulation. Capture magnet increased output; pt had rv lead reposited in the general or. No pacing noted. Under fluoroscopy it was noted that the lead had migrated. A lead fracture/perforation was identified. The right ventricular lead was removed and replaced. 2. A check of the atrial lead connection to the pulse generator revealed no capture. The pulse generator was replaced.